Event description:
It was reported that when the yellow protective sheath was removed from the 2.5 x 18 mm delivery system, the shaft separated proximal to balloon. There was no information provided on whether or not resistance was met during sheath removal. The device was not used. There was no patient involvement. The procedure was completed with a new device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported separation of the shaft was confirmed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.